Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. The same day of event, the patient was treated with intraperitoneal injection meropenem (1gm daily, discontinued after14 days) for peritonitis. On an unknown date, the patient was hospitalized for the events. Pd therapy was ongoing. It was reported that the patient and caregiver were retrained on the proper aseptic technique. On an unknown date, the patient recovered from peritonitis and was discharged from the hospital. No additional information is available.